Event description:
The patient received 2 scs leads with the same lot number. It was reported, the patient's scs leads had migrated. In (B)(6) 2013, a sjm representative was able to obtain effective stimulation with reprogramming. However, in (B)(6) 2013, the patient was no longer receiving effective stimulation. Subsequently, the scs leads were replaced which resolved the issue. Additionally, the patient's scs ipg was also replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.